Event description:
It was reported that during a follow up appointment to perform reprogramming for stimulation adjustments, the physician was unable to connect to the the implantable pulse generator (ipg) of the scs spinal cord stimulator (scs) system. The physician determined that the ipg battery had been depleted due to high stimulation intensity. It was also noted that the elective replacement indicator (eri) message was received from the ipg. The patient underwent a procedure in which the ipg was replaced. The patient is doing well post operatively and has adequate stimulation. It was also noted that electro cautery was used during the explant procedure.

Manufacturer narrative:
The ipg was returned, analyzed, and it was discovered that the device was unresponsive. Upon opening the device, it was found that the battery voltage was too low (1.75vdc) to enable communication. An external power supply was utilized to communicate with the ipg, which revealed that the ipg had reached the end of service (eos) state. After analyzing the data logs, it was discovered that the ipg had reached eos 2 months and 11.3 days after the initial active programming. The average energy use index (eui) was 166, which confirmed that the patient was using high stimulation intensity. Despite the ipg reaching eos, it exhibited normal characteristics during both visual and electrical examinations. A labeling review was performed on the ipg instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states the wavewriter alpha prime ipg has a non-rechargeable battery. The longevity of the non-rechargeable ipg battery depends on the following factors: programmed parameters (i.e., amplitude, rate, pulse width, number of electrodes used, and number of stimulation areas), system impedance, use of cycling or burst settings, hours per day of stimulation, changes made by the patient to programmed parameters. It is possible to estimate the battery longevity of a new ipg based on usage over 12 or 24 hours per day with a selected program. The estimate is based on the settings of a program, the system impedance at time of estimation, and the hours per day of stimulation. These estimates will not reflect adjustments to stimulation parameters or changes in impedance. The estimate functions as a reference value to approximate the period that a new wavewriter alpha prime stimulator will last. Battery life is dependent on your stimulation settings and conditions. If the wavewriter alpha prime system is being considered for permanent implant, it is recommended that the battery longevity of the wavewriter alpha prime ipg be estimated during the trial. It is also recommended to estimate the battery longevity at the initial programming of the implant. Estimations made after initial programming of the ipg may overestimate the longevity of its battery and when the battery is nearing depletion, the ipg will enter the elective replacement mode. The elective replacement indicator (eri) will appear on the remote control and clinician programmer. Failure to replace the ipg may lead to reduced programming capabilities, limited communication with the stimulator, and stimulation not being available soon. The stimulator must be replaced to continue receiving stimulation, and battery life of a non-rechargeable ipg may vary due to a variety of factors. Based on all available information, engineers are able to confirm the root cause of the event. The ipg was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is end of life problem identified.

Event description:
It was reported that during a follow up appointment to perform reprogramming for stimulation adjustments, the physician was unable to connect to the implantable pulse generator (ipg) of the scs spinal cord stimulator (scs) system. The physician determined that the ipg battery had been depleted due to high stimulation intensity. It was also noted that the elective replacement indicator (eri) message was received from the ipg. The patient underwent a procedure in which the ipg was replaced. The patient is doing well post operatively and has adequate stimulation. It was also noted that electro cautery was used during the explant procedure.